Event description:
It was reported the pt ((B)(6)) experienced a sudden loss of stimulation. It was also reported the pt's programmer reflected error code messages, which indicate the battery voltage level is too low to activate stimulation. The sjm rep met with the pt and confirmed the issue. Subsequently, the pt underwent surgical intervention where the ipg was removed and replaced with another model.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.